Event description:
It was reported that the patient experienced recurring incontinence due to fluid loss in the cuff of an artificial urinary sphincter (aus). A replacement surgery was performed. The patient did not experience any complications and was doing good after the procedure. It was stated that there was no more information available. Should additional information become available, it will be provided.